Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead, implanted: (B)(6)2003. (B)(4).

Event description:
It was reported that the patient had a high heart rate of 133 bpm. Intermittent undersensing was noticed on the right atrial (ra) lead. Reprogramming of the pacing mode was performed. The lead remains in use. No patient complications have been reported as a result of this event.